Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: hg61b3n13, ubd: 01-feb-2024, UDI#: 00763000051112 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen via an implantable pump for unknown indications for use. It was reported that the patient had a intrathecal baclofen pump placed. The patient had followed up in the outpatient clinic and was doing well with significant improvement in their spasticity, but over the past 24 hours developed a wound dehiscence of the incision over the pump pocket. The patient presented to the hospital where they were seen and evaluated last evening. The patient was transferred to banner for further neurosurgical care. The parent denied any fevers, chills, wound drainage. The parent confirmed significant improvement in the spasticity. The pump was interrogated at the bedside and was felt to be functional. The midline incision was healing well though slight erythema. The pump incision had a 3-5 mm dehiscence and erythema of the rest of the pump. There was no otherwise swelling, tenderness, fluid, or drainage. Given the nature of the wound, this was felt to be likely a wound dehiscence, but a postoperative wound infection could not be completely ruled out. Upon evaluation it was felt that the best option was to remove the pump, although the alternative of a wound revision was discussed. Therefore, removal of the pump was recommended, with the attendant procedure, its indications, benefits, risk, complications. These include but are not limited to bleeding, infection, anesthesia, baclofen withdrawal, need for more surgery. The patient's parent agreed to proceed. The pump and catheter were explanted and cultures were sent to pathology.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022. Product type: catheter. H3: the pump was returned, and reduced analysis found that there were no anomalies and no further destructive testing required. H3: the catheter was returned, and reduced analysis found that there were no anomalies and no further destructive testing required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's system was explanted due to an infection.

Manufacturer narrative:
Product ID 8780 serial# (B)(6) implanted: (B)(6) 2022: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.